Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv2159 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported via ms&s " sales rep has an account that has been using bd PICC (lot redv2129) as a sub for their routine PICC line and they are noticing an increase in clabsi cases."